Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(6) site, per variance 5.

Event description:
The customer reported via phone call that she has air bubbles in his reservoir. Customer's blood glucose in time of incident was unknown. After the troubleshooting was done customer was advised to change infusion set. Customer was advised we are sending replacement infusion sets and reservoirs. Customer was advised it may be issue with reservoirs or sets.

Manufacturer narrative:
A complete analysis and testing of one opened and used reservoir that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.